Event description:
It was reported that during a da vinci-assisted sacropolopexy surgical procedure, the large suturecut needle driver instrument had broken wires. The procedure was completed with no reported injury. The large suturecut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Follow-up attempts have been performed to request additional information. However, as of the date of this report, no further details have been obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/ confirmed the customers reported complaint. Fa found the primary failure of the broken pitch cable to be related to the customers reported complaint. The large suturecut needle driver instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure. No image or video was available for review. A review of the instrument logs for the large suturecut needle driver (part number: 471296-07/lot number: k11220110 0006) associated with this event has been performed. Per the review, the large suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 on system sk4153. The alleged instrument had 6 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.